Manufacturer narrative:
E3: non-healthcare professional / company representative. The device evaluation as noted in section b5, found the coupler comes off from the scope. Based on the results of the investigation, the coupler comes off from the scope because the coupler unit was worn out. The most probable cause was traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the camera head exhibited ¿the coupler comes off from the scope¿. There was no patient involvement.